Event description:
After use of the device for a cardiopulmonary bypass procedure (cbp), the surgeon asked the perfusion team to transfuse the blood volume that remained the cbp circuit. The perfusionist reported the field surgical nurse noticed air bubbles in the arterial line tubing, however, the air bubble detector (abd) did not alarm. The arterial tubing was clamped to ensure the air did not migrate. The cpb circuit was inspected for air and none was found. The perfusionists checked for any open purge lines, sampling lines, and recirculation lines and none were found. The abd was checked, by opening the door and removing the tubing and the safety monitor alarmed as specified. The air bubble was walked down the arterial pump line and directed up the recirculation line to the venous reservoir. As the air reached the abd, in a retrograde manner, the abd alarmed as specified. The surgery was completed successfully. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) arrived at the user facility and the suspect ultrasonic air sensor (uas) performed to specifications. The fsr replaced the uas and air bubble detector (abd) cable and returned the suspect parts for further eval. With parts replaced, the unit operated to manufacturer's specifications and returned to clinical use. Investigation is in process, but not yet complete.